Event description:
During an unknown procedure, it was reported that the suture of a ultrathane mac-loc locking loop biliary drainage catheter became entangled in the luer lock and the catheter was unable to be "released". Upon receipt of the return device, cook discovered that the metal stiffening cannula was lodged in the catheter and was difficult to remove, thus prompting this report. No other adverse effects were reported for this incident.

Manufacturer narrative:
Common device name: lje catheter, nephrostomy; gbo catheter, nephrostomy, general & plastic surgery. Procode: lje, gbo. Customer person: postal code- (B)(6). Occupation: rtr. PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation. Cook medical received a complaint 16nov2021 from (B)(6) hospital that a patient of undisclosed age and gender underwent an undisclosed procedure in which the ult8.5-38-40-p-32s-clb-rh, ultrathane mac-loc locking loop biliary drainage catheter having a product label lot of 13960733 was used. The stiffening cannula could not be removed from the catheter, possibly due to string entanglement. Reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control, as well as a visual inspection of the returned device, were conducted during the investigation. The customer returned one ult8.5-38-40-p-32s-clb-rh, ultrathane mac-loc locking loop biliary drainage catheter lot number 13960733 with the metal stiffening cannula inserted into the catheter. Biological matter was present on the catheter. The stiffening cannula was confirmed to be stuck within the catheter. The distal tip of the catheter was manipulated, which released the metal stiffener. Upon the removal of the stiffener, the loop was able to be formed by pulling the black suture string. No damage was present to the catheter and/or metal stiffener. The catheter tubing was cut to obtain measurements. The catheter inner diameter and stiffener outer diameter measured within specification. Additionally, a document-based investigation evaluation was performed. Cook completed a review of the product device master record and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. In response to this incident, cook completed a review of the device history record. The DHR for lot 13960733 discovered 1 recorded non-conformance. Based on the recorded nonconforming criteria, it was determined not to be relevant to the reported difficulty. The catheter shaft sub-assembly lot (sa13798450) for the 31014-8.5-38-51cm-b-32s-clb-hc20 catheter had no relevant recorded non-conformances. The disposable stiffening cannula lot (2120584.1) is supplied by another manufacturer. There were no abnormalities recorded during the incoming inspection process in addition to the supplier providing information on the certification of compliance. To date, a further search revealed no additional complaints associated with this lot number. Since there is objective evidence the DHR was executed, cook medical did not find evidence of nonconforming material in house or in the field. Cook concluded that the device was manufactured to specification. Cook also reviewed product labeling. The product IFU, [t_multi_rev5] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿. How supplied: ¿supplied sterilize by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿. Based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event is related to a component failure without a manufacturing or design deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.